Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was pressing on their deltoid and causing a lot of pain. A procedure was done to move the crt-d. The patient reported feeling a "thumping" feeling before the procedure and after the procedure, the "thumping" was gone. The crt-d remains in use. No further patient complications have been reported as a result of this event.